Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has passed. There is no allegation of device contribution. The patient's wife has returned device to the dme all care home health years ago. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.